Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. It was found that the upper/lower cases, side bail covers, and ring cover were broken. The heart wire contact block and heart lead flex were contaminated.

Event description:
It was reported the seven segment display on atrial pacing was defective. No patient complications were reported as a result of this event.